Event description:
It was reported by the affiliate that the (1) ems was used during an unknown procedure. It was reported that the staples would not feed. The case was completed with another device. There was no pt consequence.